Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
Upon receipt of the device, the field service representative (fsr) reported that the device failed to power up on battery. There was no pt involvement as this was an "out of box" failure.